Manufacturer narrative:
There was a compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. The pump had a minor scratched lcd window, a scratched case, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he was trying to prime the set and then he received the alarm. Customer reported that he is stuck in the rewind process and the drive support cap is sticking out. Customer did not push on the drive support cap prior to noticing it sticking out today. Customer mentioned that it was sticking out and he just pushed it in during the call. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.